Event description:
Dermabond used to close an ear lobe laceration caused an allergic contact dermatitis with systemic symptoms and lymphadenopathy lasted still minimum of 2 months on-off symptoms requiring oral steroids then supra imposed strep infection impetigo requiring multiple visits to doctors specialists and missing work/ disability.